Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify motor error alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with missing end cap sticker and missing address/serial number label.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer¿s blood glucose level was 152 mg/dl. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.